Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited to the journal article. Hernia recurrence and postoperative infection are known inherent risks of the surgery/use of the device. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists recurrence as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 1999) is provided as an estimate based on the information provided. Not returned.

Event description:
Per journal article "a clinical study on the treatment of incarcerated indirect hernia with tension-free hernioplasty" 2008. Purpose: the aim of the study was to investigate whether the tension-free hernia repair was suitable for incarcerated comorbid with general peritonitis indirect inguinal hernia. Conclusion: the tension-free hernioplasty is not only applicable to patients with selective operations, it is also applicable for incarcerated inguinal hernia patients with comorbid general peritonitis. As reported, between oct 1999 to april 2003, total 144 patients (36 - incarcerated) and (108-selective group) underwent tension-free hernioplasty with implant of bard/davol perfix plug. Review of post-op complications identifies 2 patients diagnosed with hernia recurrence. 4 patients experienced infection with none requiring mesh explant. Article does include case details to identify the product used to treat the patient.